Event description:
Per the clinic, the patient attempted to pair a replacement sound processor and experienced a loud auditory sensation, subsequently causing the patient to fall. The processor was returned for product investigation.

Manufacturer narrative:
(B)(4).